Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The outcomes attributed to the device were pain, infection, bleeding, dyspareunia, vaginal scarring and urinary problems (B)(4) -dyspareunia; urinary problems.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation, anterior repair and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2019.